Event description:
I had the infuse implanted inside of me during spinal surgery, and I suffered serious injury including pain - a diagnosis of cancer, as well as required frequent follow ups with my doctor.